Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture [baker grade IV] / ruptured implant" and "symmastia".

Event description:
Healthcare professional reported "capsular contracture [baker grade IV] / ruptured implant". Healthcare professional reported "symmastia". This record is for the left side. Device was explanted and replaced.